Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed multiple errors, including a button error. The customer's blood glucose was 131 mg/dl. Customer changed the battery and the insulin pump alarmed another error. The discontinuation of the device was advised. Nothing further was reported,